Manufacturer narrative:
The device was not returned for analysis. An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to the procedure. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional inforamtion was received that the baseline annular calcification was severe. There was no initial or prolonged hospitalization due to this event. The cause of the patient's complete heart block is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). Subsequent to the previously filed report, additional inforamtion was received that on (B)(6) 2024, the patient was admitted to the emergency department for decompensated heart failure in the context of respiratory infection and rapid atrial fibrillation. The decision was made to start the patient on antibiotics, diuretics, and anticoagulation medication. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block, infection, and heart failure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to the procedure. The reported heart failure appears to be related to patient condition (in context of respiratory infection and rapid atrial fibrillation). A cause for the reported infection could not be conclusively determined. The reported surgery, hospitalization, and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 5mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed a complete heart block without an escape rate. The decision was made to implant a permanent pacemaker.